Event description:
Boston scientific crm rec'd info that the pt with the device expired due to excess blood loss, one day post implant. Medical intervention to administer blood replacement product was refused due to religious beliefs. No allegations against the bsc product as a causative factor.

Manufacturer narrative:
This product is not intended to be returned for laboratory testing. However, should add'l info become available, this event will be further updated.